Manufacturer narrative:
Unit received with operating currents within specification. Unit passed displacement test, basic occlusion test, self-test, unexpected restart error test, excessive no delivery test and unexpected restart error test. Unit alarmed motor error during occlusion test due to faulty forced sensor resistor. Unable to perform occlusion test and dat test due to motor error alarms. The motor was tested outside the device and passed. Unit received with cracked case at the battery tube threads. Unit received with missing end cap sticker.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose, gastritis and diabetic ketoacidosis. The customer's blood glucose was 497 mg/dl at the time of incident. Customer had symptoms of high blood glucose; customer had nausea, stomach pain and vomiting. The customer stated that they were given insulin via IV drip to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. Troubleshooting was performed and customer reported that reservoir window was cracked. The insulin pump will be returned for analysis.